Event description:
It was reported that during an esophagogastroduodenoscopy (egd) with dilation procedure, the balloon catheter kinked. A cre 18-20mm 8 cm f/g balloon catheter had been advanced through a non-bsc scope to treat an unspecified esophageal stricture. During withdrawal, the physician was unable to remove the balloon from the scope as the balloon catheter was kinked. The scope and balloon were removed as a unit. The balloon was removed from the scope by cutting the balloon. The procedure was considered to be completed with this device. There were no pt complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device would not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.